Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse had a problem with an IV set breaking at the spin collar while removing it from a patient. There was no patient harm reported.